Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at the (B)(4) facility. A review of the provided data and the visual examination of the components have indicated the presence of wear stripes on the femoral head and wear patches on both bearing surfaces. Such mechanisms can arise when the acetabular component is sub-optimally positioned or if the patient has a degree of joint laxity. Sub-optimal positioning could have disrupted the stresses in the system, leading to a breakdown in lubrication and the aforementioned observations. Radiographs were not available for analysis at (B)(4) and so it is not possible to comment on the effect of inclination and anteversion angle in this instance. Details regarding the patient's bmi have also not been provided. The indentations and scratches on the bearing surfaces suggest that a third body was present, the source of which is unclear. Together with the mechanisms suggested above, this is likely to have been the source of the elevated metal ion levels detected in the patient. This could have encouraged the generation of the periprosthetic fluid collections which were found both posteriorly and anteriorly to the right prosthesis. It is noted from the visual examination of the components that there was some black discoloration present around the top edge of the female taper on the adaptor. This is indicative that a fretting or galling process may have occurred. This suggests that there was micromotion at the taper interface, which may have been caused by insufficient taper impaction or suboptimal assembly conditions during primary surgery. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 10 states, "fretting and crevice corrosion can occur at interfaces between components." Number 27 states, "wear and corrosion of the metal components can cause an ¿adverse local tissue reaction (altr)¿ or an ¿adverse reaction to metal debris (armd)." This report is number 2 of 2 mdrs filed for the same event (reference 3002806535-2015-04061 / 04062).

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2013 due to adverse reaction to metal debris (armd). Reported from (B)(4) laboratory.